Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms or blank display anomalies noted. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v. The loaded voltage (loaded v lith) display at the power graph management tool shows abnormal behavior due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarms. The customer's blood glucose level was 8.8 mmol/l at the time of the incident. The customer stated that they received 8 replace battery now alerts with no presence of low battery alert. The customer stated that a new puppy jumped and grabbed the pump and there was a small tooth indentation on the casing around the keypad. The product was returned for analysis.